Event description:
It was reported in the literature article that "sixty-two of 1036 aneurysm [929 patients] were retreated one or more times for a total of 72 new procedures (53 aneurysms were retreated once; 8 aneurysms twice and 1 aneurysm three times during the follow up period)." It is not clear from the article how many patients were affected as there were 929 patients enrolled in the study and 1036 aneurysms were treated from these patients. Additionally, some of the aneurysm underwent multiple re-treatments. There was no reported clinical consequence.

Manufacturer narrative:
Exact date is unknown; all the procedure in the article were conducted between 1998 and 2003. Report source: gallas s. Ajnr, 2009 sep 3. Add'l 510k: k042539.